Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) reported that the revision resolved the issues and the explanted catheter had been discarded.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump. It was reported that following a pump revision the patient had experienced of narcotic withdrawal. A catheter dye study had been attempted but results had been inconclusive. It had been decided to perform a catheter revision. During the procedure the implanted catheter had been identified and removed without issue. A new catheter was placed and connected to the pump. Free flowing cerebrospinal fluid had been noted before closing the patient.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-feb-2025, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.